Event description:
During the procedure, the device would not get to temperature. The procedure was paused and the probes were changed and the device was restarted, but the issue persisted. The case was unable to be completed due to this issue. There were no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. A review of the system log files provided inconclusive data as no logs exist for the reported event date of (B)(6) 2021. Functional testing performed confirmed user defined target temperatures were successfully achieved during the application of rf energy. No faults, warnings or irregular heating periods were encountered during the evaluation performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified.